Event description:
An advocate from (B)(6) contacted customer service for help with her son's contour meter. She stated his blood glucose was tested using his contour and the reading was 1.9 mmol/l. His glucose was retested using another meter and that reading was 9.3 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.